Event description:
It was reported that during implant the right ventricular lead had sensing difficulty, unacceptable thresholds, and positioning difficulty. The doctor claimed the lead was not functioning. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however blood was noted on helix mechanism; full lead returned and analyzed.